Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf in the cartridge prior to insertion and the lens became stuck. No pt contact or injury.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows the lens is inside the cartridge. No visible damage to the cartridge. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for eval.